Event description:
It was reported that during a retossigmoidectomy, after firing, all of the staples were open. Manual suture had to be performed. No further information is available. No injury to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.